Manufacturer narrative:
The following batteries were returned, however, it is unknown which of the five batteries were involved in the event - (B)(4). (B)(4) were returned. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This potential malfunction could have contributed to the reported event. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and four batteries with the potential to malfunction due to faulty internal cells. The manufacturer has opened an internal investigation to address this issue. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. The steps for exchange of batteries and controllers are outlined. This is one of three reports (3007042319-2015-01792, 3007042319-2015-01793 and 3007042319-2015-01794) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01792, 3007042319-2015-01793 and 3007042319-2015-01794) submitted for devices related to the same event. Current device location is unknown.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced "several" power switching events and they exchanged the controller to their backup controller. The controller was exchanged by the patient with no reported consequence or impact. No additional information was reported. This is report 3 of 3.